Event description:
The customer stated that she was hospitalized for high blood glucose levels. The customer was at a party and passed out. Troubleshooting was performed. Found button error and battery out limit alarms in the alarm history. The insulin pump passed the prime and self tests. The customer was not comfortable with the insulin pump, and wanted it replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, the insulin pump was received with intermittent button response due to corroded keypad traces.